Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he received a no delivery alarm, and upon changing the infusion set, noticed insulin leaking in the reservoir compartment. Customer also stated that there was insulin on the top of the blue transfer guard. No further information was reported.